Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions of the drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f233 was conducted. There were no non-conformance. This lot met all release requirements. A review of kit lot f233 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a drive tube leak/break that occurred during treatment. The procedure was aborted and no blood was returned back to the patient. The patient was in stable condition and not impacted by the incident. The customer will not be returning the product back for investigation.